Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited inter- mittent loss of capture which was observed on the stored electrogram. Also noted was sudden no output with an escape rhythm of approximately 35 bpm. Pauses could not be reproduced with isometrics, exercise, and pocket manipulation. The lead remained implanted.